Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('unjustifiable breakage of the device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("adverse effects "). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the device breakage and adverse event outcome was unknown. The reporter considered adverse event and device breakage to be related to essure. The reporter commented: the patient also suffered additional sequelae, in addition to being subjected to subsequent tests and surgeries due to the effects of removal, and other complications arising from the procedures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('unjustifiable breakage of the device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("adverse effects"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the device breakage and adverse event outcome was unknown. The reporter considered adverse event and device breakage to be related to essure. The reporter commented: the patient also suffered additional sequelae, in addition to being subjected to subsequent tests and surgeries due to the effects of removal, and other complications arising from the procedures. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("unjustifiable breakage of the device") in a female patient who had essure inserted (lot no. B44003). Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required) and adverse event ("adverse effects"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and device breakage to be related to essure administration. The reporter commented: the patient also suffered additional sequelae, in addition to being subjected to subsequent tests and surgeries due to the effects of removal, and other complications arising from the procedures. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("unjustifiable breakage of the device") in a female patient who had essure inserted (lot no. B44003). Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required) and adverse event ("adverse effects"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and device breakage to be related to essure administration. The reporter commented: the patient also suffered additional sequelae, in addition to being subjected to subsequent tests and surgeries due to the effects of removal, and other complications arising from the procedures. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-apr-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('unjustifiable breakage of the device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("adverse effects "). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the device breakage and adverse event outcome was unknown. The reporter considered adverse event and device breakage to be related to essure. The reporter commented: the patient also suffered additional sequelae, in addition to being subjected to subsequent tests and surgeries due to the effects of removal, and other complications arising from the procedures. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Unjustifiable breakage of the device [device breakage], adverse effects [adverse event nos]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of device breakage ("unjustifiable breakage of the device") in a female patient who had essure inserted (lot no. B44003). Additional non-serious events are detailed below. The patient had a medical history of parity 3. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criteria medically important and intervention required) and adverse event ("adverse effects"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and device breakage to be related to essure administration. The reporter commented: the patient also suffered additional sequelae, in addition to being subjected to subsequent tests and surgeries due to the effects of removal, and other complications arising from the procedures. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: new reporter (family member) added. Annex e codes updated of related for events. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.